Manufacturer narrative:
Evaluation summary: it was caused due to a physical damage applied on the lg cable connector housing. This report is being filed as part of the pentax backlog management plan.

Event description:
Leak of the pve connector at first use. Without any use and during the first reprocessing before sampling, users noticed a significant leak on the pve connector. It has not been detected with sha-p6. The intensity is an air bubble each 3 seconds and it is located at the junction between the lg cable connector ass'y and the housing. The time of event is unknown. There was no report of patient harm.